Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) ruptured during the procedure. No injury was reported to the patient. The device was used in a diagnostic coronary procedure, and a retrograde approach was used. The product was stored and handled according to the IFU. The product was inspected and prepped according to the instructions for use. Nothing unusual was noted about the device prior to use. The balloon lost pressure during patient use. The product was removed intact. The device is being returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt. Phone number for initial reporter: (B)(6).

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: a review of the manufacturing documentation associated with lot f2112701 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) ruptured during patient use. No injury was reported to the patient. The device was used in a diagnostic coronary procedure, and a retrograde approach was used. The product was stored and handled according to the IFU. The product was inspected and prepped according to the instructions for use. Nothing unusual was noted about the device prior to use. The product was removed intact. The product was returned for analysis. A non-sterile mynx control vascular closure device 6f7f involved in the reported complaint was returned for investigation. Per visual analysis, button 1 and button 2 were not depressed with the stopcock open. The procedural sheath was locked on to the sheath catch. The sealant was exposed to blood, covering the balloon neck. The syringe was not returned with the device. Per functional analysis, inflation/deflation testing was performed on the balloon of the returned device, and the results revealed a leak in the balloon. Per microscopic analysis, a longitudinal tear in the balloon of the returned device, approximately 2 mm from the balloon neck was revealed. A product history review of lot f2112701 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Based on the available information, it is impossible to determine what factors may have contributed to the reported event. Vessel characteristics may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.